Manufacturer narrative:
The event of seroma(late)is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "a late seroma and is very concerned as she has textured implants." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "a late seroma and is very concerned as she has textured implants." This record is for an unknown side. Device status is unknown.